Event description:
Event description this implantable cardioverter defibrillator (ICD) was explanted because of normal battery depletion. Reliability assurance testing found the device did not meet longevity expectations.